Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 488 mg/dl. The customer stated that he had a steroid shot in the afternoon and had high readings since the morning. The customer declined to troubleshoot for high blood glucose readings. The customer was walked through on how to suspend the pump. The customer confirmed with health care provider that his blood glucose may rise due to the steroid. The customer declined to troubleshoot for high readings.